Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was abnormal battery depletion. Six months after replacement of the stimulator, the programmer displayed "replacement needed". No contributing factor was communicated. The doctor performed an impedance test. Images showed there was low impedance on all the right globus pallidus (gpi) bipolar contacts and high impedance on all monopolar and bipolar contacts on left gpi, except monopolar contact 8. A surgical intervention was performed to check the connections between the extensions and stimulator. The issue was not resolved.